Event description:
Customer's mother reports that customer had been hospitalized on (B)(6) 2014 with blood glucose of 1000 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. Customer was hospitalized for three days and was released on (B)(6) 2014. Customer was wearing insulin pump at the time of hospitalization. Customer's mother reports that cannula was bent and there were cracks on insulin pump. Customer's mother did not want to troubleshoot, as she just requested for insulin pump to be replaced due to physical damage. No further information provided.